Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 10/21/2024 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 400mm standard im nail per the sign technique manual. Surgeon comment: "this patient was operated one year ago at nearby facility/mbeya referral hospital, follow serial x ray with no callus formation and pt was on pain on and off while ambulating, it was bullet injury, hence old nail removed done, re orif done with bigger size nail and bone graft was harvested at iliac crest."